Event description:
It was reported to olympus that at the beginning of a laparoscopic hysterectomy, the device had intermittent coagulation and then stopped working. The intended procedure was completed and no pt injury was reported. Olympus has attempted to follow up to obtain further info but with no results.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If add'l info or if the device is received at a later time this report will be supplemented.